Event description:
It was reported to boston scientific that two speedband superview super 7 devices were used in the esophagus for a band ligation procedure on (B)(6) 2025. During the procedure, the first speedband superview super 7 was set-up and inserted into patient. Upon deployment the first band did not come off the plastic cap. The device was removed and a second speedband superview super 7 was mounted on the endoscope and tested outside the patient first. Again, upon deployment the first band did not come off the plastic cap. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. This record represents the first of two devices.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Device analysis: the speedband superview super 7 was not returned for analysis. The customer provided pictures of the ligator housing with 4 bands. One band can be observed overlapping. Based on this information the reported event of bands failure to deploy can be confirmed. Boston scientific concludes that the most probable cause assigned is cause not established. This conclusion is based on the information provided for the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device.

Event description:
It was reported to boston scientific that two speedband superview super 7 devices were used in the esophagus for a band ligation procedure on (B)(6) 2025. During the procedure, the first speedband superview super 7 was set-up and inserted into patient. Upon deployment the first band did not come off the plastic cap. The device was removed and a second speedband superview super 7 was mounted on the endoscope and tested outside the patient first. Again, upon deployment the first band did not come off the plastic cap. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. This record represents the first of two devices.